Event description:
It was reported that the gamma3 nail broke. It was further reported from the surgeon that the short gamma3 nail was revised. The nail was implanted in 2009, for a subtrochantear fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.